Manufacturer narrative:
Age or date of birth: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified left forearm vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation and was initially inflated. Following second inflation at 13 atmospheres for 60 seconds, deflation was performed, and it was noticed that blood was mixed in the indeflator syringe which determined to be a balloon rupture. The device was removed from the patient and the procedure was completed with another 5.0 x 40, 40cm mustang balloon catheter. No patient complications were reported. The patient condition was good.